Event description:
It was reported when using the bd pyxis medstation es system had failed axillary cabinet drawers, preventing user from removing the required medication and causing delays.the customer stated that they able to retrieve the medication from another nearby station.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failed due to failed retractor band cable. A field service replaced retractor band cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.